Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. At a later date the lens was exchanged for a lens of a different power. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4). H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found.

Manufacturer narrative:
Corrected data: h11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. (B)(4).